Manufacturer narrative:
Device evaluation: the customer reported issue ¿message new tidal co2 module and cracking in the plastic screen module¿ was confirmed and the issues were caused by a defective main board and a plastic piece between the front widow and the liquid crystal display (lcd) display. The repair activities included removing the identified plastic piece, replacing defective main board, and replacing naphion tubing as a preventative maintenance (pm). The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that it is displaying message new tidal co2 module, and cracking in the plastic screen module. There is no patient involvement.